Manufacturer narrative:
Reason for reoperation due to anaplastic large cell lymphoma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healtchare professional reported via regulatory agency, "lymphoma alcl." Pathological markers cd30+ and alk- have been received. Affected side unknown. The device was explanted.